Manufacturer narrative:
Repeated attempts to obtain additional information from the user facility regarding the reported injury have been made. To protect patient (employee) confidentiality, the user facility has refused to give any additional information, to the extent that they would neither confirm nor deny any injury. As a result, it is unknown if an injury occurred, or if product may have contributed to the reported event.

Event description:
It was reported that the brake/steer pedal was difficult to push down in steer mode. It was also reported that a porter injured his knee.